Manufacturer narrative:
One pump was received for analysis of complaint that there was a fluid intrusion. Investigation found a reportable malfunction of non-functional downstream occlusion (dso) sensor. This could prevent proper detection or trigger false alarms, blocked medication flow, leading to therapy delay or interruption. The file is reportable based on the investigation finding. There were no services previously reported. Log events were reviewed and there are no errors related to the customer complaint. Visual and functional testing were performed. The display was found with water stains on the inside, and the dso sensor was not functioning, and it also presented signs of humidity. The dso sensor was replaced and device passed testing post repair.

Event description:
One pump was received for analysis of complaint that there was a fluid intrusion. Investigation found a reportable malfunction of non-functional downstream occlusion (dso) sensor. This could prevent proper detection or trigger false alarms, blocked medication flow, leading to therapy delay or interruption. The file is reportable based on the investigation finding. There was no patient involvement.